Event description:
Chronic fatigue, cognitive dysfunction (brain fog, difficulty, concentrating, word retrieval, memory loss), muscle aches, pain, and weakness, joint pain and soreness; hair loss, dry skin, mouth, and hair. Easy bruising and slow healing of wounds, temperature intolerance, heart palpitations, shortness of breath, night sweats, skin rashes, swollen and tender lymph nodes in the breast area, underarms, throat, neck, or groin. Tingling or numbness in the arms and legs, burning pain and itching around the chest wall or breasts; cold and discolored hands and feet, muscle twitching, dehydration, frequent urination, chronic neck and back pain, photosensitivity, nail changes (cracking, spitting, slow growth, etc); skin pigmentation changes and an increased in papules, edema (swelling) around eyes; show muscle recovery after activity, gastrointestinal and digestive issues, sudden food intolerances and allergies; lack of ability to smell and chemical sensitivities, new or persistent infections - viral, bacterial, and / or fungal (candida), reoccurring sinus, yeast, and uti infections; throat clearing, cough difficult swallowing, choking feeling, chronic inflammation, headaches, dizziness, and migraines, anxiety, panic attacks, hypothyroid symptoms, hyperadrenal symptoms, symptoms of fibromyalgia, auto immune symptoms, rheumatoid arthritis, lupus, sjögren's syndrome, reynaud's syndrome; graves disease, hashimoto's thyroiditis, scleroderma, multiple sclerosis, ulcerative colitis, and crohn's disease. FDA safety report ID# (B)(4).